Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported the meter has a defective display. Caller stated the visualization of the results and information is obstructed. Caller provided a picture of the display; there is a large orange c-shaped splotch on the right side of the meter. No adverse event reported. Requested return of the alleged meter for evaluation.